Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event.

Event description:
It was reported that on (B)(6) 2005 the patient underwent the following procedures: anterior lumbar discectomy at l4-5 and l5-s1 with fusion with instrumentation (depuy 14 x 16 carbon fiber cages and rhbmp-2/acs) with anterior lumbar plating times two (medium depuy bow tie anterior kick-out plate at l4-l5) to treat the pre-op diagnosis: lumbar spondylosis with lumbar degenerative disc disease l4-l5 and l5-s1. Op notes: the 14 mm carbon fiber cage was then prepared with rhbmp-2/acs gelfoam soaked sponges and then was placed into the interspace at l5-s1 with the instrumentation guides. The carbon fiber cage was positioned anteriorly, but was counter sunk relative to the anterior lip of l5. It had a 10 degree lordosis. Fluoroscopic alignment was good. The process was repeated at l4-l5. The anterior discectomy was performed with knife, curette and pituitary rongeur. This was a complete anterior lumbar discectomy. The endplates were cleaned of cartilage and then again the 14 mm distraction device fit snugly. The 14mm trial was used and good fluoroscopic alignment was achieved. The 14mm carbon fiber cage was then prepared with the rhbmp-2/acs soaked gelfoam and then impacted in the interspace at l4-l5. Again it was positioned countersunk relative to the anterior lip of l4. The anterior lumbar instrumentation was carried out. The bow tie implant driver was placed over the lower cage at l5-s1. The anterior kick-out plate was then positioned over the cage and the initial screw was placed. This was done with good purchase. Excellent fluoroscopic alignment was achieved. At l4-5 again the medium bow tie instrumentation was placed over the carbon fiber cage at l4-5. This was impacted and then the middle screw was placed. Again it was placed with excellent purchase. There was no evidence of hemorrhage. There was no evidence of spinal fluid leakage. The disc had been removed entirely, the interbody fusion had been performed and the anterior instrumentation was done. Patient was left under general anesthesia and moved onto her bed to then be prepared for the prone position and the posterior fusion. The second staged procedure with the posterior decompression and augmentation fusion: under fluoroscopic guidance, pedicles screws were then placed at l4, l5 and s1. Excellent purchase was achieved with each screw. 75mm rods were connected and compression applied across each interspace before the final tightening was carried out. A cross linking device was used. The wound was irrigated was copious amounts of antibiotic containing solutions and them local bone was packed along the transverse processes of l4, l5 and s1. Hemostasis was meticulous. There was no evidence of spinal fluid leakage. The patient was taken to the recovery room in good condition. No other information was provided.